Event description:
It was reported that the user attempted to deliver insulin but observed no drops after approximately 140 units because the cartridge had not been inserted into the pump, and they subsequently removed the adapter and confirmed no cartridge was present; the user was then guided to rewind and restart with the cartridge correctly installed, and infusion set and cartridge education was provided. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed an operational use issue related to incorrect supply change steps, with no device alert or alarm and no identified hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge installation.